Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place to explant the old ipg and replaced with a new one because previous one had died. Therapy restored.

Event description:
It was reported that the patient will undergo ipg replacement for an unknown reason. Surgical intervention is currently pending.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient.